Event description:
Tech alleged, brakes not holding when brake pedal is set.

Manufacturer narrative:
Tech found stiffener plate and bushing are worn out. He replaced stiffener plate and bushing. No pt impact was reported.